Event description:
It was reported that the left side lead-extension connection was ¿moving around quite a bit,¿ so the healthcare provider (hcp) went in on the day of the report and secured it down. This resolved the issue and the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative reported the patient had their left extension revised and replaced because it was tangled up in the pocket site and causing discomfort. It was twisted or coiled. The impedances were showing 1500-5000 ohms at 0.7v. The revision had occurred the day prior to report and it was unknown if the patient recovered completely. Additional information received reported the revision resolved the issue and the patient was doing fine. Further follow-up was being conducted to determine what the cause of the tangled extension was, were any actions taken regarding to the impedances, and if the impedances resolve. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) and company representative reported the patient had pain and lost symptom control. They did not know when it started. The x-ray was taken and could visualize the patient was twiddling the generator. The patient's device was turned off and they recommended seeing a psych physician. The patient declined to do so. At the time of report the patient was not scheduled for revision. The patient also had a revision surgery due to the patient not liking the generator pocket and also the location of the extension. After the revisions the patient was doing fine and receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) reported that the extension that was revised in (B)(6) was the same one revised in (B)(6). The extension was tangled because it was tunneled too superficially causing pain. The batteries migrated inferiorly as well. The hcp claimed that the impedances were never abnormal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative reported the patient had an extension revision performed at the end of (B)(6) 2015. They also had bilateral pocket revisions because the generators were so low and close to her breast. They were moved up so it would be more comfortable for her. Impedances were performed in the operating room and all were within normal limits.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0r12w, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).